Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that the wrong intraocular lens (iol) was implanted requiring the iol to be exchanged for a different lens model and a difference of half a diopter of power 2 weeks later. The patient is doing well. Additional information was provided indicating that the initial iol had become dislocated. The iol was exchanged 2 weeks later for a different lens model and a half a diopter difference in power. Additional information was provided by the surgeon, who reported that there was no product issue. The patient's issues have resolved and the prognosis is good.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).